Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the date of event (03-jun-2026) and manufacturing date (15-mar-2014) are considered to be a best estimate. This emdr represents the perfix plug (device 1). An additional supplemental emdr and two (2) emdrs were submitted to represent the perfix plug (device 3) and perfix plugs (device 2 & 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent open repair with the implant of four perfix plugs (device 1, 2, 3 and 4). Per op notes, "attention to the right side, two perfix plugs (device 1 and 2) were placed to the preperitoneal space using sutures. Similar procedure was then done on the left side, two perfix plugs (device 3 and 4) were placed using sutures." Attorney alleges that the patient had mesh migration, pain and suffering. It was also alleged that the mesh has migrate to the surface of the skin and constant pain.